Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen that gets in way of reading it. The customer blood glucose level was unknown . The customer also stated that the insulin pump had failed battery alarm and no delivery alarm. The customer stated that the screw cap was stripped for battery compartment. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will not be returned for analysis.